Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A review of the returned photograph did not show evidence of a leak. Due to only received a photograph for analysis and not the actual sample, there was not enough information for the analysis to neither refute nor confirm the reported problem. The cause of the reported problem could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a ce minicap extended life pd transfer set leaked; it was further described as "the patient found there was fluid dripping at the twisted area". This was identified after the end of a peritoneal dialysis (pd) therapy session. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to d4 (catalogue #, expiration date and UDI #), g4: PMA/510k #, h4. H10: two (2) actual samples were received for evaluation. A visual inspection with the naked eye noted a broken occlude foot on one (1) device. No issues were noted on the second device. Functional testing including leak, clear passage and clamp function testing was performed on the second device with no issues noted. The reported condition was verified on one (1) device and not verified on the second device. The cause of the broken occlude foot could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address the broken occlude foot issue. Should additional relevant information become available, a supplemental report will be submitted.